Manufacturer narrative:
The device passed all post-sterile inspection checks. The cause of the saturated flow was biomaterial ingestion since data logs showed a motor current spike with saturated flow and the returned pump had biomaterial wrapped around the impeller. The cause of the high purge pressure was biomaterial ingestion since data logs showed a motor current spike followed by a purge pressure rise and there was biomaterial on the returned product. The cause of the thrombosis was unable to be determined due to insufficient clinical details.

Event description:
It was reported that a patient presented for a planned coronary intervention (pci) with impella cp support. The patient presented with chronic total occlusion to the right coronary artery (rca) so the left main was engaged to wire the left anterior descending artery, and attempted to engage the right rca with the guide. The placement signal spiked and flows saturated, as well as purge pressure spiking and alarming. The pump was explanted before any pci occurred due to fear of a thrombus. Upon assessment of pump, there was soft white matter wrapped around the impeller. The patient survived.